Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a scheduled heart transplant, the device would not communicate. The programmer delivered a message that indicated the device could not be interrogated. The device was removed.